Manufacturer narrative:
Sensory medical advised the dme to inform the family to discontinue the use of the bed. Sensory medical advised the parent directly to discontinue use of the bed until replacement sheets and canopy are provided and installed per the directions for use manual. Sensory medical provided replacement safety sheets and canopy to the family. Sensory medical attempted multiple times to obtain additional information from the dme and the family directly. Communications with the dme occurred on (B)(6) 2025 (two emails), (B)(6) 2025 (email), (B)(6) 2025 (email). Requested information has not been received as of the writing of this report. Information requested was details on the reported events, additional photos, and whether the family had working safety sheets. Communications directly with the family occurred on (B)(6) 2025 (email) and (B)(6) 2025 (email), (B)(6) 2025 (email); (B)(6) 2025 (email, text message), (B)(6) 2025 (email, phone call), and (B)(6) 2025 (email). The parent confirmed that the safety sheets were damaged beyond use, and did not have the safety sheets on the bed at the time of the reported event of elopement. The parent confirmed that the child ripped the velcro from the skirt of the canopy causing the canopy to be unable to be secured around the bed frame. The bed was being used despite the damage. The parent confirmed that the child experienced a seizure while under the bed, and that the seizure was unrelated to the elopement event. The child has a condition which causes seizures. The manufacturing records were reviewed. The dhrs for the safety sheets, canopy, and tech hub demonstrate there were zero nonconformities and all inspected units passed the acceptance criteria. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Canopy bed user manual: page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." ""Do not use the product if any parts are missing, damaged, or broken"" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Tech hub user manual: pg 3 - do not allow anyone to climb or hang from the product. Do not allow anyone to jump on or against the product. You are responsible for providing adult supervision when using this product. Use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks and safety sheets every 30 days. If any damage is present immediately discontinue use and contact cubby for repair or replacement. If any damage is present, immediately discontinue use and contact cubby for repair or replacement. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. Periodically examine electronic accessories of this product for damage to the cord, housing or other parts that may result in the risk of fire, electric shock or injury. If the product is damaged, do not use it. Never leave patient user unattended for extended periods of time without monitoring and sensory stimulation. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The dme reported that their client is having issues with the safety sheets, canopy, and tech hub. The dme stated that per parent their child had ripped the safety sheets which allowed the child to elope from the bed through the mattress area and got under the bed and had a seizure. The parent believes the seizure was unrelated to the elopement event. The dme also reported that per parent the canopy was ripped, and that the child kicked the tech hub repeatedly until it separated from the tech hub portal and pulled the wires out from the back (while outside of the bed). Sensory medical was made aware of the child ripping the sheets on (B)(6) 2025, however was notified of the elopement on (B)(6) 2025. The dme provided two photos. One photo appears to show a tear in the canopy seam. The photo is poor quality and was blurry so it is not possible to confirm the issue. The other photo appears to show the bed with no safety sheet installed and a gap between the mattress and the canopy wall. The photo confirms there was no safety sheet on the bed. The parent of the child provided a photo of the safety sheet that confirms there is a large rip in the safety sheet fabric. They confirmed both of their safety sheets were torn and not being used at the time of the reported event. There was a report of minor injury (scratches) as a result of the event.